Manufacturer narrative:
Additional information: the protective sheath/stylette was difficult to remove from 3.0x15mm nc sprinter device and it was noted that it seemed to be adhered to the balloon tip. The balloon protection sheath/stylette had been removed before inserting the device in the patient. The balloon protection sheath/stylette of the 4.0x15mm nc sprinter device was removed normally. The devices were not moved or repositioned while inflated. A 50:50 concentration of contrast and saline was used in the procedure. No abnormalities were observed during the inflations of the devices. Deflation difficulties were noted after the first inflation. The 3.0x15mm nc sprinter balloon was inflated at an inflation pressure of 8 atm but did not deflate initially so was subsequently inflated to 12 atm. The balloon slowly deflated after being pressurized to 12 atm in approximately 15 seconds but did not fully deflate. The 4.0x15mm nc sprinter balloon was inflated to approximately 10 atm and deflated after approximately 20 seconds of slow deflation but did not fully deflate. Neither balloon was fully deflated when removed from the patient. The balloons were slowly withdrawn into the guiding catheter lumen, and then the entire system was removed. There were no difficulties experienced during removal of the balloons from the patient. There was no injury to the patient as a result of the event. Initial reporter phone number. Image review: a video of the cath lab screen was provided to support the reported event. Images are from the screen in the cath lab. The images confirm the inflation of a balloon. The images do not provide a rationale for the reported slow deflation issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned for evaluation. Upon return of the device, the balloon was observed to be deflated. Contrast was visible within the balloon. The balloon was inflated to 12 atms, and deflation testing was completed without issue. No other deformation evident on the remainder of the device. Additional information: on analysis it was found that the tip of the 3.0x15mm nc sprinter detached. The detached portion of the device was successfully removed from the patient. Event date, patient age and weight updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: the aware date of the previous report is the 22 jan 2026, not the 23 jan 2026 as previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two nc sprinter coronary balloon catheters, balloon deflation difficulties were en countered. The lesion being treated was mildly tortuous, non-calcified lesion in the mid left main (lm) artery and left anterior descending (lad) artery. The devices were inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery of the devices. The nc sprinter balloons failed to deflate after inflation at the lesion site. When deflation difficulties occurred, the pressure pump was withdrawn and the luer connector between the pressure pump and the balloon was also removed. No patient complications have been reported as a result of this event.